Event description:
It was reported that there were false elevated k+ results with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there are falsely elevated k+. In general, we see on average 40 ¿ 50 or so elevated k+ [i.e. Above 5.9 meq/l] per day on ca. 15,000 + electrolytes run nightly. Additional information received from customer: when did the falsely elevated potassium start occurring? Intermittently over the past few months, no definitive date given when asked. Are samples recollected and re run? No, this is a reference lab and samples are not available for recollection. What is the range of the test? Reportable range is 1.5-10mmol/l. Anything above a 5.5 is called to physician as critical result. Are samples re run? Yes.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 3/20/2020. Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results and poor barrier separation were observed as all results demonstrated satisfactory performance. Replicates of analytes for both customer and control samples tested were acceptable in terms of both precision and accuracy. Visual evaluations for rbc¿s on barrier were not significant. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were false elevated k+ results with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there are falsely elevated k+. In general, we see on average 40 ¿ 50 or so elevated k+ [i.e. Above 5.9 meq/l] per day on ca. 15,000 + electrolytes run nightly. Additional information received from customer: when did the falsely elevated potassium start occurring? Intermittently over the past few months, no definitive date given when asked. Are samples recollected and re run? No, this is a reference lab and samples are not available for recollection. What is the range of the test? Reportable range is 1.5-10mmol/l. Anything above a 5.5 is called to physician as critical result. Are samples re run? Yes.